Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer event information: customer reported the patient received approximately 100 ml of antibiotic in a 250ml bag of d10-0.2nacl between 0323 and 0408. The ordered rate for the antibiotic was 12ml/hr. The pump was paused, tubing inspected for leaks, and the pump settings were verified. While the pump was paused the nurse noticed that fluid was still dripping in tubing chamber. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of an over-infusion was not confirmed. The pcu event logs showed that at 3:24 am on (B)(6) 2015 an infusion was programmed at 12 ml/hr. The infusion was paused and restarted several times, then at 4:05 am the module was channeled off. At 4:12 am another infusion was programmed at 12 ml/hr. An air in line alarm occurred within 1 minute followed by the door being opened and closed twice. The device was channeled off at 4:24 am. Testing and inspection of the pump module identified no malfunctions; the device was found to be infusing within specification. The root cause of the reported over infusion was not determined. The administration set was not returned for this investigation.

Event description:
Customer event information: customer reported the patient received approximately 100 ml of antibiotic in a 250ml bag of d10-0.2nacl between 0323 and 0408. The ordered rate for the antibiotic was 12ml/hr. The pump was paused, tubing inspected for leaks, and the pump settings were verified. While the pump was paused the nurse noticed that fluid was still dripping in tubing chamber. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of an over-infusion was not confirmed. The pcu event logs showed that at 3:24 am on (B)(6) 2015 an infusion was programmed at 12 ml/hr. The infusion was paused and restarted several times, then at 4:05 am the module was channeled off. At 4:12 am another infusion was programmed at 12 ml/hr. An air in line alarm occurred within 1 minute followed by the door being opened and closed twice. The device was channeled off at 4:24 am. Testing and inspection of the pump module identified no malfunctions; the device was found to be infusing within specification. The root cause of the reported over infusion was not determined. The administration set was not returned for this investigation.